Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the ipg was inoperable and unable to communicate with external devices. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.